Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a leak caused by the tubing to the sensor board being loose was observed. The tubing was reconnected to address the issue.